Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. It was reported that the device was explanted due to premature battery depletion, and hvb impedance readings of greater than 200 ohms. No patient complications have been reported as a result of this event. Premature eri (elective replacement indicator).

Event description:
It was reported that the device was explanted due to premature battery depletion, and hvb impedance readings of greater than 200 ohms. No patient complications have been reported as a result of this event.